Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer's mother reported via phone call that the insulin pump had a blank display after replacing three batteries. Customer's blood glucose was 160 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump had normal operating currents. No damage was found on the lcd isolation tape noted. The insulin pump passed self test, off no power test and displacement test. However, the insulin pump had cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.